Manufacturer narrative:
This is our combined intial and final report on this incident.

Event description:
The customer reported false negative reactions of a quality control (qc) sample with two lots of seraclone anti-k. The second lot is listed under concomitant products. The customer returned the supposedly defective product for investigational testing and also one control that had caused a false negative test result. Our quality control laboratory tested the returned product samples in parallel to their retained samples for positive and negative specificity as well as for potency. All positive and negative reactions were correct. We did not observe any false negative results. Complaint and retained samples showed comparable results. The minimum titer was always exceeded. The control sample provided by the customer was also tested with the returned product samples as well as with the retained product samples and yielded correct positive results. Testing by our quality control laboratory confirmed that the allegedly defective lots of seraclone anti-k functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We decided not to send a separate report for the second lot of seraclone anti-k, lot 2518050-00, because the product turned out to be working within its specifications, too. So no reporting is required.